Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had low impedance measurement. The ra lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.